Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer¿s microcatheter, the physician experienced resistance and the ruby coil became stuck inside the microcatheter. Therefore, the ruby coil was removed and te procedure was completed using six new ruby coils and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not use continuous flush. There was no report of an adverse effect to the patient.